Manufacturer narrative:
UDI: UDI not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise that was oversensed and led to inappropriate episodes of automatic mode switch. The lead also exhibited low impedance. The lead was removed and replaced. The patient did not have any complications and was discharged post-procedure.

Manufacturer narrative:
Final analysis found a complete lead returned in two pieces. All damage found was sustained during surgical procedure. The lead was otherwise normal.